Manufacturer narrative:
(B)(4). This report involves a patient who experienced an infection in the context of peritoneal dialysis. While there was no peritonitis reported, it is currently unable to be ruled out as a cause for the reported symptoms. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced an infection and subsequently passed away coincident with peritoneal dialysis (pd) therapy. The cause of the infection was not reported. On an unreported date the patient¿s fluid was not clear. It was not reported if the patient was hospitalized for the event. Treatment was not reported. Thirteen days after receipt of this report the patient passed away. The cause of death reported as due to infection. It was reported the patient was recovering from the event; however it was reported the ¿patient¿s fluid was not clear completely¿. As a result ¿physicians suggested catheter removal but the patient denied it¿. It was not reported if an autopsy was performed. It was not reported if therapy was ongoing prior to death or if the patient was performing therapy at the time of death. No additional information is available.